Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to invalid user credentials. A technical support specialist dialed into the station and reset the password and restarted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported by the customer that a pyxis medstation es system had user override, preventing user from removing the required medication. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.